Manufacturer narrative:
Tsh assays from different vendors can generate different values due to the overall setup of the assays, the antibodies used, and differences in reference materials/methods and the standardization methods used.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of discrepant results for multiple samples on one patient tested with the elecsys ft4 ii assay and tsh assay. The results were reported to the treating physician who stated the ft4 results from the roche method did not fit the clinical picture of the patient. The samples were tested on other platforms; those results did fit the patient¿s clinical picture. There was no allegation of an adverse event. The lot numbers and expiration dates of the reagents were requested but not provided. The customer used a cobas 8000 e 602 module.the serial number was requested but was not provided.